Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. This is a run-specific issue and the reagent is performing as expected. The most likely cause for the discrepancy observed is due to the differences in testing methodologies or low viral load samples at the lod for the assay. Component code as well as eval result and conclusion codes added.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united kingdom alleged discrepant results for two patients while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. Sample 1 initially generated a negative result for all targets. The same sample was retested on the same device and yielded a positive result for both the influenza a and b targets. Sample 2 initially generated influenza a positive, influenza b positive, and sars-cov-2 negative results. The sample was sent for ausdiagnostics respiratory 24-well panel and the result was negative for both influenza a and b. The results were released. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
The investigation is on-going. A supplemental MDR will be filed upon completion of the investigation. Facility name truncated due to character limit: (B)(6).